Manufacturer narrative:
Based on the information received from the physician a successful af procedure was completed on (B)(6) 2021 with no issues during or following the procedure. The patient presented to a clinician several weeks following the procedure with stroke symptoms and possible esophageal fistula resulting in the patient passing away. Information received on (B)(6) stated there were no performance issues with any abbott devices, and no devices were returned due to the length of time between the procedure and the patient event. Ablation parameters during the procedure were 30w and 35w with the irrigation between 17 and 30ml/min. A sensitherm temperature probe was used while ablating on the posterior wall, with no high temperatures observed. These parameters fall within the IFU recommendation for rf application parameters, with a warning that application of rf energy at a power higher than 30 w is associated with higher likelihood of audible steam pop occurrence. High power should only be used if the intended outcome cannot be achieved at lower power settings. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed. No further information regarding this event was available. Based on the information received, the cause of the reported event was not determined to be due to a device malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Several weeks following an atrial fibrillation procedure, the patient suffered a stroke, esophageal fistula and expired. During the ablation procedure on (B)(6) 2021, there were no issues during or immediately following the procedure. While ablating on the posterior wall, the temperature was monitored with sensitherm and no high temperatures were observed. There were no performance issues with any abbott device. The patient passed away following treatment for the fistula. Additional information regarding this event is not available.